Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material in the atip set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that the ra setscrew would not turn during routine generator change out. Multiple screw drivers and allen keys were used but were not successful in unscrewing the set screw from the device header. Physician elected to cut the ra lead away from the device header. Patient is stable after the procedure. It is noted that the patient does not have an ra lead connected to their new device.